Manufacturer narrative:
(B)(4), 2011. A response from the manufacturer is pending. Device was not returned.

Event description:
After 9 months of implantation, this ICD was explanted due to an infection. The biotronik and st. Jude leads were also removed and a new ela paradym was implanted.

Manufacturer narrative:
(B)(4), 2011.a response from the manufacturer is pending.(B)(4), 2011.since the device was not returned the production history and sterilization records were reviewed. The records showed that the device was manufactured, sterilized and released according to applicable standard operating procedures. (B)(4): device was not returned.

Event description:
After 9 months of implantation, this ICD was explanted due to an infection. The biotronik and st. Jude leads were also removed and a new ela paradym was implanted.